Event description:
Caller reported that a malfunction occurred on the pump, which resulted in the pump screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to connect the pump to a power source with known working charging supplies, which successfully turned the screen back on. Technical support arranged to send a replacement pump to the customer. Customer will continue to use current pump.